Event description:
It was reported to boston scientific corporation that an prefyx pre-pubic sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physician's office on (B)(6) 2013, stated the patient did not have any discomfort, but was noted to have urinary tract infections. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.